Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an "error 1" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 weeks prior to contacting lfs. The patient manages her diabetes with oral medications (type/ amount not specified). It is not know if the patient made changes to her usual diabetes management routine. Due to not being able to test, the patient claims "it caused her blood sugar to decline." Specific symptoms or blood glucose results were not provided. The patient denied receiving medical treatment. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.